Manufacturer narrative:
The reported event of failure to interrogate and error message was confirmed. As-received, device could not be interrogated and had no pacing output. After performing a hard reset, analysis found the device pacing in bvvi unipolar-tip mode and can be interrogated by the programmer. The no output and telemetry error were due to unspecified reset mode which is consistent with exposure to high temperature.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device interrogation revealed that the pacemaker (pm) was unable to be interrogated due to error message. The device was not used. There was no patient involvement.